Manufacturer narrative:
Pump received with no button response and button error alarm due to corroded keypad traces. Failure analysis was unable to verify battery out limit alarm due to no button response and button error alarm. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Also received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer reported the keypad was unresponsive to clear a battery out limit alarm.. Customer's blood glucose was 170 mg/dl. The customer reported the insulin pump was splashed with water prior to the keypad anomaly occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.